Event description:
During resuscitation of the patient, the zoll one step CPR complete pads migrated from the point of application when then had them improperly located. Another set of pads had to be applied.